Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, swelling, and open sores."

Event description:
Patient reported ¿pain, swelling, and open sores." Device remains implanted. This is right side record. Manufacturer of the device is unknown.